Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery with a proglide device via a 7f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, an anterior cuff miss was noted after retracting the proglide plunger. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 22f and the taa was performed. Hemostasis was achieved using the pre-placed proglide sutures. There was no adverse patient sequele and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.